Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 35-305 mg/dl. The customer stated that the pump was used during basal delivery and insulin injections were used for bolus delivery. The customer indicated that control of the bg level while on manual injections was difficult. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.